Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that additional grafts, mesh and a pinnacle system, was implanted into patient concurrently with the mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair, and sacrospinous vaginal vault suspension due to cystocele, rectocele, vaginal vault prolapse, and urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 5/26/2017. (B)(4). It was reported that following the insertion the patient experienced urinary and vaginal infections, urinary incontinence, retention and leakage, frequency, urgency, recurrence.

Manufacturer narrative:
Date sent to FDA: 7/29/2017 . Patient code:(B)(4) overactive bladder. It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2010 and tvt was implanted. It was reported that following insertion the patient experienced overactive bladder. No additional information was provided.